Manufacturer narrative:
Exact date unknown, event occured over two years ago.

Event description:
It was reported that the patients ipg was found to be nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.